Manufacturer narrative:
This file was made reportable in error. With current information, this file is not reportable and there will be no further reports sent. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a laser probe had bubbles coming out of the tip that obstructed the surgeon's view during a surgery. The probe was exchanged to complete the case. There was no patient harm.